Event description:
Embolization of an arteriovenous malformation. During removal of the catheter from the onyx cast, it was reported that the catheter stretched. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2012-00737.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).